Event description:
It was reported that there was an over infusion of acetaminophen hung as a secondary infusion. The infusion of acetaminophen was intended to infuse 500mg/50ml, however 1000mg/100ml was infused. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that there was an over infusion of acetaminophen hung as a secondary infusion given prophylactically to manage fever. The infusion of acetaminophen was intended to infuse 500mg/50ml, however 1000mg/100ml was infused. After alarming for completion of the infusion, the heights of the primary and secondary bags were not adjusted and the remaining 50ml of acetaminophen continued to infuse until the secondary bag was empty. There was patient involvement but no harm.